Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was observed to have undersensed a relatively slow ventricular tachycardia 4 months post implant.